Manufacturer narrative:
The pump and cartridge are not being returned to animas for evaluation.

Event description:
On (B)(6) 2010, the patient contacted animas reporting that he was hospitalized on (B)(6) 2010, for dka. The patient indicated that he was taken off the pump and placed on an insulin drip. Upon admission, the patient's blood glucose (bg) level was over "400 mg/dl" and he was vomiting. He was discharged on (B)(6) 2010. The patient claimed that the cause of the admission was that he had not tightened the cartridge to the tubing correctly. Therefore, insulin was reportedly leaking out at the connection. The patient stated that there was no defect in the supplies. The patient admitted that he was not paying attention when tightening the connection. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka.